Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as unidentified (tear). And missing assessed, as inconclusive (shell thickness was within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade ii. Partial capsulectomy performed.